Event description:
It was reported that a sensor disconnected from the ilet for about one hour before readings resumed, after which the user experienced elevated glucose, treated perceived lows in the 100s with orange juice, received a low alert at 80 mg/dl with a subsequent drop to 72 mg/dl treated with more orange juice, then announced and ate lunch. Later glucose values were elevated on ilet and fingerstick, consistent with a user handling/usage issue and not a device component malfunction. Symptoms included hyperglycemia peaking at 245 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem consistent with overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.